Event description:
The customer reported that two (2) coulter lh 780 hematology analyzer generated erroneously low neutrophil percentage (ne%) results for one (1) patient when compared to the manual slide results. This report references the lh 780 serial number (B)(4); please refer to medwatch report #1061932-2014-00983 for a report of the event involving the lh 780 serial number (B)(4). The erroneous results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. The customer considered the manual results to be correct.

Manufacturer narrative:
The field service engineer (fse) assisted the customer with troubleshooting over the telephone. The fse suspected that the coulter® lh series pak reagent kit (scatter pak) may have frozen during shipment contributing to the recovery issue; however, there is no evidence indicating that the reagent had previously froze. The fse advised the customer to install another scatter pak and confirmed that the customer has had no further issues after replacing the scatter pak. The fse also sent the customer an analog 5 board to install as a preventative measure. The fse did not visit the customer's site for this event. Analysis of raw data revealed that the first two sample runs show very low volume populations. Neutrophils and monocytes appear in the lymphocyte regions and the algorithm could not report correct results because of the excessive dc shifting. In conclusion, failure mode of the event is unknown. Although the fse suspected the coulter lh series pak reagent kit may have frozen during shipment, there is no evidence indicating that the reagent had previously froze.